Manufacturer narrative:
The screw was not bent. The inpen screw advanced/retracted with high resistance cause by broken encoder bond. Unable to perform functional test due to broken encoder anomaly. No physical damage to inpen was noted.

Event description:
Customer reported via phone call that they feel a lot of resistance while twisting the dial to choose the dose. No harm requiring medical intervention was reported. The device was returned for analysis.